Manufacturer narrative:
The actual device was returned for evaluation. The attachment device was evaluated and the reported condition that the bearings of the device were damaged was confirmed. An assessment was performed and it was observed that the device was overheating, and the gears and bearings were corroded ((excessive detergent residue). It was further determined that the device failed pretest for temperature assessment. A review of the service history record indicates that the device has been returned previously for an unrelated malfunction. The assignable root cause was determined to be due to improper cleaning methods, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that the bearings of the angle attachment device were damaged. During in-house engineering evaluation it was determined that the device was overheating. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2018. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.